Event description:
Device 2 of 3. Ref MFR reports: 1627487-2014-03421 and 1627487-2014-03423. The pt's spouse reported the pt stopped using his scs system due to painful and ineffective stimulation. It was also reported the pt was to undergo a trial procedure to address the issue; however, the scs ipg turned itself back on. The pt attempted to turn the system off using a magnet to no avail. Additionally, it was reported the pt was unable to establish communication between his scs ipg and pt programmer (received 2501 comm error) which resulted in the inability to turn off the system. Subsequently, the pt was taken to the ER and the scs ipg was explanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.